Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16553, 1627487-2022-04829, 1627487-2022-04830, 1627487-2022-04831, 1627487-2022-04832, 1627487-2022-04833. It was reported that patient experienced discomfort at the lead and extension sites. The patient did not recharge the ipg as recommended. As such, the ipg could no longer communicate with the charger. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system as explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.